Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer reverted to using manual injections for insulin therapy.